Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was manufactured over 5 years ago. Based on the results of the investigation, the most likely cause of the e103 error and the main lamp not lighting was due to an accidental power supply failure because the igniter was damaged. A root cause could not be identified for the lamp light level being lower than the specified value or the damaged heat sink. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. The subject device was returned to service center for evaluation and found the igniter damaged. The cause of the damage to the igniter cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly. Please reference patient identifier: (B)(6) to address the e103 error.

Event description:
The user facility¿s staff reported that the light did not ignite and a spare light source was used. No further information was provided. This is 2 of 2 reports. This report is being submitted to address the second event reported of the lamp not igniting.